Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled unrelated procedure. When the implantable cardioverter defibrillator was connected to the leads, atrial pacing spike was seen both on the right ventricle and left ventricle electrograms. Crosstalk was also noted. The patient was stable before, during and post procedure. The device was interrogated prior to discharge the following day and the pacing artifact was no longer present.